Manufacturer narrative:
(B)(4). Medical product: femur cemented posterior stabilized (ps) standard right size 6: catalog#42500606002, lot#63731034; all-poly patella cemented 35 mm diameter: catalog#42540200035, lot#ni; tibia cemented 5 degree stemmed right size f: catalog#42532007502, lot#63744241; articular surface fixed bearing posterior stabilized (ps) right 13 mm height: catalog#42522400713, lot#62732820. Multiple MDR reports have been filed for this event. Please see associated reports: 3007963827-2022-00139; 0001822565-2022-01443; 3007963827-2022-00140; 0001822565-2022-01444. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty without complications. Subsequently, the patient has reported ongoing pain, swelling, and popping in the knee for the past four years and two months since implantation. Additionally, the patient is having range of motion issues with one knee and cannot bend or kneel. The patient has had bilateral knee replacements and it is unknown which knee is having range of motion complications. No medical intervention has been reported at the time of this report. It was reported that no further information is available.

Manufacturer narrative:
Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified no complications during the initial surgery. No further records were provided for the ongoing reported issue. Root cause was unable to be determined. Per package insert of products, pain, poor range of motion, and swelling are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This report is being filed under (B)(4) the following sections were updated . If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.